Event description:
Instrument failure - due to the drill guide breaking in the baseplate.

Manufacturer narrative:
The reason for this complaint was to report the drill guide broke in the baseplate. When the reported event occurred the instrument may have been in service for over 7.9 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 20 min. Delay in surgery, however, surgery was completed as intended, there was no risk to the patient and the instrument was not inspected prior to surgery. Part of the drill guide was returned to (B)(4) on 14 dec 2016. Examination of the returned drill guide shows the threaded tip (not returned) of the thumb screw broke off. Refer to instrument instructions for use (IFU) 0400-0146 "recommendations for the care and handling for (B)(4) instruments. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. A complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 7 functional, 6 dull/worn, 1 fit, 1 locking mechanism damaged, 2 seized/galled, 11 threads damaged/galled, 3 missing feature, 5 bent, 64 broke/cracked/damaged, 5 hardware missing/lost, 1 end of life. Number of previous investigations against this lot no.: 15. This event is attributable, root cause, to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. The reported condition can be indicative of excessive torque applied via the hex driver. Care must be taken to avoid compromising their performance. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.